Manufacturer narrative:
It is unknown which bwi products were used. Therefore, we are reporting this event under the smart touch bidirectional catheter. If additional information is received, a supplemental 3500a report will be submitted to the FDA. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with an unspecified bwi product and suffered a death. At some point post-procedure, the patient expired. There is no information regarding the clinical events that preceded the death event available at this time. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.